Manufacturer narrative:
The follow-up is created to document the conclusion of the investigation. A titan pump, reservoir, two cylinders and detached inlet tubing were received for evaluation. Examination and testing of the returned components revealed separations in the bladder of each cylinder. Testing revealed these to be sites of leakage. Microscopic examination of the separations revealed them to all have a central groove, indicating that the area of each cylinder bladder had been in contact with a small sharp instrument such as a needle. Microscopic examination revealed the presence of surface abrasion on the exhaust tubing of each cylinder. No functional abnormalities were noted with either cylinder, reservoir or detached inlet tubing. Based on the information received the device was implanted for approximately five months and void of fluid at explant. During examination several separations were noted in both cylinder bladders, indicating contact with sharp instrumentation such as a needle. Due to the short period of time implanted, it was concluded the separations may have inadvertently occurred during the closure at the implant surgery. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of non-conforming reports revealed no nonconformances for this lot. No capas are associated with this lot. No patient injury was reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the implant stopped working six months post initial surgery. - it is not known which device components were malfunctioning. The device was void of fluid so the md assumed that there is a leak but the leak could not be identified. To facilitate explant the tubing was cut. Another inflatable penile prosthesis was implanted.